Manufacturer narrative:
G4:18mar2021. B4:20mar2021. The customer reported a ventilator that is down during preventative maintenance. There was no delay to patient therapy. The device was evaluated by the customer. The customer contacted philips; however, the customer canceled the repair service due to the rental company's internal issues. The unit is still down. No other anomalies were reported. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 14jan2021.

Event description:
The customer reported a ventilator that is down. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.

Manufacturer narrative:
G4:16apr2021. B4:20apr2021. Further investigation by a philips field service engineer (fse) determined that the ventilator had experienced a 35v supply failure and a battery failure. The device was evaluated by the customer and an fse who confirmed an issue with the ventilator. It was reported that power management printed circuit board assembly (pcba) and the power supply were replaced, however, the problem still remained. Ultimately, the internal battery was replaced with a customer supplied part, the device was tested, and the ventilator was determined to be functioning correctly. No other anomalies were reported. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.